Manufacturer narrative:
Additional information: b5, d10 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. There was no known patient impact, delay, medical intervention, and adverse consequences at this time.

Event description:
The user facility reported that the device overheated. No further information is available about patient impact, delay, medical intervention, and adverse consequences at this time.